Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that approx two yrs post successful implantation of a vascular stent in the distal sfa, x-ray imaging demonstrated a stent fracture. As an intervention, an add'l stent was placed. There was no reported pt injury.